Event description:
It was reported to philips that there was no x-ray exposure due to hv inverter failure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced hv inverter, converter, gs cable, fru eh dig kvma control, gs tube, hv cable and adjusted system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).